Event description:
It was reported that the patient expressed concern that their deep brain stimulator (dbs) was causing unusual symptoms, including numbness, tingling sensations, trouble with speech, balance issues, lightheadedness, and double vision. The patient stated these symptoms began a couple of years ago but worsened suddenly a couple of weeks ago. The patient reported being hospitalized a couple of weeks ago, discharged for a few days, and readmitted on (B)(6) 2025. The patient did not specify the exact dates of their first and second hospital admissions. The patient mentioned they did not have their communicator with them because it was not packed when the fire department took them to the hospital via ambulance. The agent suggested having someone from home bring the communicator to the hospital and redirected the patient to their healthcare provider for further evaluation. The patient expressed concern that the listed symptoms were being caused by the dbs stimulator and stated this was the reason for their hospitalization.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.